Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the complaint states that inaccurate readings were reported. The reported glucose values fall within the d zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test results was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).